Manufacturer narrative:
This report is submitted beyond 30-calendar days from allergan¿s receipt due to the exemption transition period. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: device was underweight and had a broken shell. A visual and microscopic analysis were performed which identified a striated break on the posterior side and fold creases. Based on the device analysis the final assessment is: a striated edge break due to surgical damage consistent with the use of some surgical tool. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: rupture and capsular contracture, baker grade ii-iii. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. These are known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported a right side rupture and capsular contracture, baker grade ii-iii. Device has been explanted.